Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, patient reported blurry vision. The iol was reported to be opacified. The surgeon also reported that there were deposits on the iol and a yag was performed; however, it did not resolve the issue. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. This report was mailed to FDA on: 08/07/2008.